Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to check connections for leaks. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the 840 ventilator had compressor inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.